Event description:
It was reported that during an attempt to connect the chronically implanted leads to the new device the physician commented that he did not hear the "clicking sound" the wrench normally makes when tightening the set screw. The physician then unscrewed the set screw and tried to remove the lead from the pacemaker, breaking off the lead's connector pin inside the pacemaker. The pacemaker was not implanted. There were no patient complications reported as a result of this event.

Event description:
It was reported that during an attempt to connect the chronically implanted leads to the new device the physician commented that he did not hear the clicking sound the wrench normally makes when tightening the set screw. The physician then unscrewed the set screw and tried to remove the lead from the pacemaker, breaking off the lead's connector pin inside the pacemaker. The pacemaker was not implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned to the manufacturer, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.